Event description:
The medical team in (B)(6) had an impella cp placed for hemodyamic support. The team reported upon an access site bleed that was treated with 2 units of blood replacement products. The team did allude to the fact the patient was bleeding from other sites as well.

Manufacturer narrative:
The medical center in (B)(6) did not return the entire impella pump product for analysis. No introducer sheath or pump were returned for benchtop testing. The team only returned the purge cassette. The root cause of the access site bleed can not be determined with known information. Should the medical team forward more, and a root cause is definatively determined, another report will be filed.